Manufacturer narrative:
Based on the description of the event and information available, the clinical assessment could not confirm the reported infection. There were no blood or intraoperative cultures received therefore, the infection remains non-specific. There were no findings during the investigation that indicate that the reported infection was the definitive root cause or had a direct connection with the patient's reported infection. There were no cultures, clinical symptoms or laboratory results available for endologix review. There are no indications of a product or process issue affecting the implants safety or effectiveness. No additional investigations of this reported complaint are planned, endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrected data -remove evaluation method code remove 4119, add 10. Evaluation result code add 213 -evaluation conclusion codes remove 4315, add 22, 4315.

Manufacturer narrative:
An evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Requests were made and denied response were received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. Return device evaluation has not yet been completed. Upon completion an additional follow-up report will be submitted.

Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately 7.5 years post initial procedure, an explant was performed reportedly due to an infection. Patient is reported to be in good condition.